Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump was "jammed." The blood glucose reading at the time of the call was 289 mg/dl. The customer stated that the blood glucose reading at the time of the device issue was 149 mg/dol. She treated with an insulin pen and declined troubleshoot for high blood glucose. She noted that the insulin was "squirting" out during the manual prime process. She also stated that she was unable to exit the preparing to prime loop on the device. After performing the troubleshoot, advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and detached end cap. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.